Event description:
Doctor reported implant fracture at tooth site 11. Patient fell on the street and had an injury in the anterior region of the mouth. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bost411, t3 non-platform switched for evaluation. Visual evaluation was performed, product was evaluated and filed - fracture has not been identified. No malfunction. This complaint refers to the bost411, t3 non-platform switched. Device history record (DHR) review was completed for the subject lot number 2023030768. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030768 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant based on the investigation and visual inspection, the root cause could not be determined - device malfunction did not occur and the reported event has been unconfirmed. Therefore, based on the available information, device malfunction did not occur. The fracture was not identified and no malfunction detected. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.